Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 134mg/dl. Troubleshooting was performed, and the driver support cap was sticking out. Advised the spouse to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. A scratched lcd window, cracked reservoir tube lip and missing end cap sticker noted. Drive support disk was inspected and no anomaly was noted.